Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a black foreign object was observed near the hemostasis valve of an 8f 11cm avanti plus introducer after the sheath was opened. Use was stopped, and another product of the same model was used instead. There was no reported patient injury. The device was returned for evaluation.